Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a new device. There was an allegation of premature battery depletion. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be udpated.